Event description:
Information was received from a healthcare professional via manufacturer representative regarding set screws used in posterior lumbar fusion therapy for stenosis <(>&<)> degeneration disc disease. It was reported that the setscrews became loose from the screws and the rods are no longer seated in the tulip heads. Explant - addi tional/revision surgery is planned to remove the loose setscrews and seat the rods in the tulip heads with new setscrews. No further complications were reported/anticipated.

Manufacturer narrative:
Outcomes attributed to adverse event. Other: additional/revision surgery is planned. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A1. Pt. Identifier has been updated. A5b. Patient race has been updated: additional event details. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2017 chief complaint: new patient, alif history of present illness: patient who has been evaluated by the doctor for low back pain. He has had long history of back pain dating back 15 years. He was wanting to have surgical intervention a year or 2 ago but ended up getting some coronary stents that required him to be on anticoagulation continuously. He has now been released from that restriction. He has not had any abdominal surgeries. He has low back pain and radicular pain. He has been evaluated for an anterior lumbar interbody fusion of l5-s1. Past medical history: hypertension; and cancer past surgical history: orthopedic impression plan: the patient is to undergo anterior lumbar interbody fusion of l5-s1. He has chronic back pain and has failed conservative therapy. Risks and benefits including but not limited to major bleeding, infection, ureteral or other organ injury was discussed and the possibility of retrograde ejaculation as well. (B)(6) 2017 chief complaint: back check. Hpi: about six weeks postop. Leg pain gone. Nothing new there. Some mild residual numbness. Stable, and he think he is improving. No fevers, chills, or other constitutional issues. Routine re-check this day. X-rays: ap, lateral, and spot lumbar reveals anterior interbody devices in position, 5-1. Satisfactory. Distraction maintained. Assessment: neurologically stable, doing well postop. Plan: avoid risk activities. Low-impact aerobic. Rtc in two months. (B)(6) 2017 chief complaint: back check. History of present illness: three and half months post lumbar fusion. Patient had a neuroma removed from his right foot about two weeks ago and notes that all of his foot pain is gone now. No ambulatory, bowel, bladder, or other constitutional or neurological complaints. X-rays: ap, lateral, spot lumbar reveal anterior interbody device x2 in satisfactory position at 5-1. Assessment: neurologically stable and doing extremely well postop. Plan: advised him to avoid only highest risk activities. May ease into running when he feels ready. (B)(6) 2017 chest cray pa lat pa and lateral chest x-rays show no acute infiltrates. Heart size is normal. Bony structures are normal. No obvious disease identified. (B)(6) 2017 reason for exam: (us abdomen complete) elevated kidney's complete abdominal ultrasound indications: elevated kidneys. Findings: the abdominal aorta is normal in appearance, the inferior vena cave is obscured by overlying bowel gas, the pancreas is normal in appearance. The liver is normal in size and echotexture without focal hepatic mass or ductal dilatation. The portal and hepatic veins demonstrate normal hepatoportal flow. The gallbladder is normal in appearance without any wall thickening, intraluminal echogenicity, or pericholecystic fluid. The common bile duct is normal in appearance measuring 6 mm in diameter. The right kidney measures 10.4 cm in greatest longitudinal dimension. The left kidney measures 10.0 cm in greatest longitudinal dimension. No suspicious renal mass, hydronephrosis, or nephrolithiasis is identified involving either kidney. The spleen is normal in appearance measuring 11.4 cm. Impression: no acute or significant sonographic abnormality. (B)(6) 2017 renal ultrasound report rt. Kidney: length: 10.9cm, height: 6.0cm, width:5.7 cm lt. Kidney: length: 10.1cm, height: 5.2cm, width: 4.4 cm doppler measurements right kidney: wnl cm/sec. Left kidney: wnl cm/sec physician impression: sonographically normal renal size and cortical thickness. Renal fits and aortic renal artery ratio's measure within normal limits. (B)(6) 2017 chief complaint: back check. History of present illness: eight months post lumbar fusion. Patient is doing well except for some upper lumbar/lower thoracic pain that he starts getting around midday. He describes this as a dull muscle ache. He denies any radicular pain. No paresthesias. No ambulatory, bowel, bladder, or other constitutional or neurological complaints. X-rays: ap, lateral, spot lumbar reveal anterior interbody device x2 in satisfactory position at l5-s1. Mildly positive sentinel sign noted. No obvious failures. Assessment: neurologically stable and doing well post alif. Multifidus spasm. Plan: trigger point injection today. (B)(6) 2017 discharge summary preoperative diagnosis: left knee osteoarthritis. Postoperative diagnosis: right knee osteoarthritis. Procedure: left total knee replacement. (B)(6) 2017 initial evaluation/plan of care assessment: patient presents to physical therapy with signs and symptoms consistent with physician's diagnosis of (1) arthroplasty: total knee (tka). Patient presents today with decreased rom, strength, balance and increased edema, pain, as well as impairments with gait, weight-bearing. Patient demonstrates a need for hep education, gait/assistive device training. These deficits limit the patient's ability to perform these tasks: ascending stairs, bathing, descending stairs, dressing: donning/doffing shoes/socks, driving, jogging/running, kneeling, physical activities: biking, exercising, golfing, sleeping > 6 hours, sport activities: jumping, agility, cutting, squatting, transferring: in/out of bed, walking, walking on uneven surfaces. Patient will benefit from skilled therapy to allow the patient to meet set goals and return to plof, in which the above noted functional activities were not impaired. Patient's rehabilitation prognosis may be impacted by presence of pre-existing conditions or diseases because condition requires slow activity progression to allow healing of structures. Primary complaint: l knee pain and stiffness nature of injury: 10 years of progressive l knee pain. He had several surgeries previous. To address: balance deficits, gait ability, pain, rom, stair function, strength deficits the patient will be advanced safely and appropriately in order for the patient to progress towards his/her prior level of function. Additional exercises will be introduced, with progression to a comprehensive home exercise program upon discharge, to ensure carry over of functional gains achieved in the clinic. 2017-12-12 exam name: MRI thoracic spine reason for exam: back pain. Technique: thoracic spine t1, t2 and stir sagittal and axial sequences. Findings: alignment is normal. T11-12 minimal disc bulge without spinal stenosis or neural compression. There is no disc herniation or spinal stenosis elsewhere. The spinal cord is normal. Vertebral marrow signal is normal. The vertebral endplates are smooth. Impression: t11-12 minimal disc bulge without spinal stenosis or neural compression, occult fracture or bone marrow infiltration. 2018-01-15 chief complaint: follow-up status post left total knee arthroplasty. History of present illness: patient who is now six weeks from the aforementioned procedure, doing quite well postoperatively. Imaging: three views of the left knee ordered, performed and reviewed by me demonstrate well intact surgical hardware with no signs of subsidence or loosening. Alignment is near anatomic. Assessment and plan: status post left total knee arthroplasty, doing well. The plan will be: weightbearing as tolerated, continue with physical therapy. (B)(6) 2018 chief complaint: right forefoot pain, one month status post right third webspace interdigital neuroma excision, and ten months status post right second webspace interdigital neuroma excision by outside physician. History: patient notes that he is still having a good bit of pain. He describes this pain at the second metatarsal and second webspace. Denies fevers or chills. No concern for infection. Pain has been well controlled. Impression: one month status post right third webspace interdigital neuroma excision, right second webspace stump neuroma, right second metatarsalgia. Plan: first like to have an MRI of his right foot to rule out a stress reaction or plantar plate tear. If both of these are negative, then the doctor will recommend a right second metatarsal plantar condylectomy and second webspace interdigital stump neuroma excision.(B)(6) 2018 exam: CT abdomen pelvis w/o contrast reason for exam: (CT abdomen pelvis w/o contrast) abo/pelvis study description: CT abdomen pelvis w/o contrast ordering diagnosis: abo/pelvis reason for exam: abo/pelvis, CT abdomen and pelvis without contrast history: abdominal pelvic pain with low back pain findings: no prior exams. No free fluid is seen in the abdomen. The liver, spleen, kidneys, pancreas, adrenal glands and great vessels are normal. In the pelvis, no free fluid is seen. No enlarged lymph nodes are identified. The bladder is normal. The appendix is not well visualized. There is marked narrowing of the l3-4 disc space with cystic change. Lnterbody fusion is seen at l5-s1. Impression: lnterbody fusion at l5-s1 with narrowing of the l3-4 disc space associated with cystic change, no acute abnormality is seen in the abdomen or pelvis. All CT scans at this location are performed using CT dose reduction for alara by means automated exposure control. 2018-04-27 preoperative diagnosis: lumbar radiculopathy, degenerative disc disease, low back pain post operative diagnosis: lumbar radiculopathy, degenerative disc disease, low back pa ink pain procedure: transforaminal epidural steroid injection on the right at l3 and l4 2018-05-14 MRI thoracic spine without contrast indication: low back pain, right-sided upper back pain. Findings: normal vertebral body alignment. Normal thoracic cord volume and morphology. No traumatic, infectious, inflammatory or neoplastic changes. At all levels, no significant central canal or foraminal stenosis. Mild annular bulge noted at t3-t4. At t4-t5, there is a small right posterolateral disc protrusion without central canal or significant foraminal stenosis. Very small right paracentral disc protrusion noted at t11-t12. Normal visualized paraspinous soft tissue structures. Impression: a few very small disc protrusions. No significant central canal or neural foraminal stenosis at any level. 2019-01-09 clinical certification primary diagnosis: cervical gia description: MRI cervical spine w/o contras 2019-01-28 chief complaint: five weeks status post right second and third metatarsal weil osteotomy, second hammertoe correction, and angular d eformity correction. History: patient presents to clinic for follow-up. He notes that he is having no pain right now. Denies fever or chills. No concern for infection. Pain has been well controlled. X-rays: three views of right foot show reasonable alignment of the forefoot. K-wire intact in the second toe. Hardware intact. No signs of loosening. Impression: five weeks status post above. Plan: the k-wire was removed from the second toe. He may begin heel weightbearing in the boot for the next five days after that he is to start full weightbearing in the boot for another four to five days. He may then come out of the boot in approximately 10 days and transition into the regular shoes. He is to let pain and swelling be his guide. He is to elevate, ice, and compress to help control swelling. He is to avoid any type of impact activity. He should also avoid golf at this point. (B)(6) 2019 preoperative diagnosis: cervical radiculopathy, cervical degenerative disc disease, neck pain post operative diagnosis: cervical radiculopathy, cervical degenerative disc disease, neck pain procedure: cervical transforaminal epidural steroid injection at c6 and c7on the right. 2019-05-10 primary/rehab diagnosis: ddd: lumbar disc decompression: lumbar fusion: lumbar, 1 level osteoarthritis assessment: patient presents to physical therapy with signs and symptoms consistent with physician's diagnosis of ddd: lumbar, disc decompression: lumbar, fusion: lumbar, 1 level, osteoarthritis. Patient presents today with decreased rom, strength, flexibility, soft tissue mobility and increased pain, hypersensitivity, as well as impairments with posture, body mechanics, gait, lifting mechanics. Patient demonstrates a need for hep education, skilled services to establish an independent therapy program to prevent deterioration or preserve current capabilities. These deficits limit the patient's ability to perform these tasks: ascending stairs, descending stairs, lifting from floor, lifting overhead, overhead tasks, physical activities: jogging, exercising, golfing, pulling/pushing tasks, sitting> 30 minutes, sleeping> 6 hours, squatting, walking. Patient will benefit from skilled therapy to allow the patient to meet set goals and return to plof, in which the above noted functional activities were not impaired. Primary complaint; stiffness, tightness, pain in lumbar spine. Numbness, tingling in r leg, weakness in r foot. Nature of lnjury: pt has had ongoing back pain for years, has had l5-s1 tused current level of function: patient reports limitations with ascending stairs, descending stairs, lifting from floor, lifting overhead, overhead tasks, physical activities: jogging, exercising, golfing, pulling/pushing tasks, sitting> 30 minutes sleeping> 6 hours; squatting, walking prior level of function: unlimited with all activities around at rest 3/10; during activity 8/10; functional activity: playing golf, exercise; pain comment: aching, throbbing, pain in r leg, weakness, numbness observations: postural assessment: flat back gait/weight bearing: occasional decreased stance time on right leg special tests: straight: leg raise: right+ slump: right+ joint mobility: lumbar: decreased mobility in lumbar vertebrae with pa glides l1-l5 palpation findings: tenderness in r ql, paraspinals sensation: ls: hyposensitive (l) not tested; l4: (r) hyposensitive (l) not tested plan of treatment: 2-3x a week for 4 weeks treatments: therapeutic exercises, manual therapy, neuromuscular re-education, therapeutic activities, pt evaluation, cold pack, hot pack, electrical stimulation (unattended), vasopneumatic devices to address: decreased functional ability, pain, posture deficits, rom, strength deficits 2019-08-21 chief complaint: right leg, greater than back, greater than left leg pain. History of present illness: comes for recheck. Symptoms as above. He strongly desires surgical intervention. He has not been imaged in quite some time. He states his symptoms are worse than previous and perhaps slightly different. He has failed extensive nonsurgical treatment to include medical management, therapy, and blocks. Modified his activities. Back pain is achy, grabbing, and soreness. Leg pain paresthetic. Radiates distally on right. Left more so buttock and sometimes to knee. There are no ambulatory, bowel, bladder, or other major neurologic or constitutional issues. X-rays: ap, lateral, spot lumbar x-rays do reveal advanced collapse asymmetrically at 4-5 and 3-4. Grade 1 anterolisthesis at 2-3. Appears progressed from 04/2018 films. Interbody device in position, lumbar 5 and sacral 1. Advanced ddd at 4-5 and 3-4. Mild retrolisthesis at 3-4. Asymmetric collapse more or so left-sided at 3-4 and right-sided at 4-5. MRI report and study were reviewed. Also previous blocks. Scoliosis and degenerative change per radiologist with impingement multilevel. Most significant at 3-4 and 4-5 and foraminal stenosis. Assessment: back pain. Instability, lumbar 2-3 with spondylolisthesis and advanced degenerative changes at 4-5 and 3-4. Plan: options discussed very, very extensively with the patient. Discussed the complexity of his lumbar pathology. Discussed his mul tilevel disease and my profound concern that there is not simple solution to all his symptoms. He states he does not desire to have any back pain. Discussed this is not realistic. Discussed pros and cons of lateral portal. Also, this with posterior robotic assistance and pedicle screw instrumentation. Talked about the risks of surgery in general as well as that of spine surgery. Discussed imponderables. Discussed bleeding, infection, damage to nerves and vessels, failure of procedure, need for further surgery, cardiac, pulmonary, other unseen issues. No guarantee of results. Major and minor neurovascular and vital structure issues. Discussed indirect decompression and infuse off-label. Discussed with lateral procedure with posterior supplementation may need further direct decompression, but doctor thinks it gives him probably best chance of healing multilevel fusion and complexity of scoliosis. Doctor spent extensive time with him showing him radiographs, MRI, and answering all questions. Secondary to his change in symptoms, a new MRI of lumbar to make further definitive surgical recommendations accordingly. (B)(6) 2019 patient record summary - diagnostic lumbosacral spine with flexion extension examination: lumbar spine radiographs clinical information: pain technique: ap, lateral neutral, lateral flexion and lateral extension views of the lumbar spine. Findings: five lumbar type non-rib-bearing vertebral bodies are present. There is mild dextroscoliosis of the lumbar curvature apex at l3-l4. Diffuse loss of intervertebral disc height, endplate sclerosis and ventral osteophyte formation are most notable between the levels of l3-l4. The patient is status post interbody fusion at l5-s1. Facet arthropathy is present. Mild retrolisthesis of l3 on l4 is some most notable on the extension radiograph. Trace anterolisthesis of l2 on l3 is present without dynamic instability. The sacroiliac joints are intact. Impression: interbody fusion at l5-s1, intact and in situ. Mild dextrocurvature of the lumbar spine and associated discogenic degene rative changes. Retrolisthesis of l3 on l4 pronounced on the extension radiograph. Trace anterolisthesis of l2 on l3 without dynamic instability. (B)(6) 2019 patient record summary - diagnostic spine scoliosis series erect examination: scoliosis eos clinical information: preop evaluation findings: minimal s shaped scoliosis with a predominant dextroscoliosis of the lower lumbar spine apex at l3-l4. Interbody fusion at l5-s1 is again noted. There are diffuse discogenic degenerative changes throughout the lumbar spine. There is straightening of the normal cervical lordosis. Full-body radiographs demonstrate clear lungs and nonobstructive bowel gas pattern. Patient is status post left knee arthroplasty. Impression: minimal s shaped scoliosis with a predominant dextroscoliosis of the lumbar spine, apex at l3-l4 with diffuse discogenic degenerative changes throughout the lumbar spine. 2019-09-30 patient record summary - CT lumbar spine without intravenous contrast examination: CT scan of the lumbar spine without intravenous contrast clinical information: spinal stenosis. Neurogenic claudication. Technique: axial images were acquired without intravenous contrast and multiplanar reformats were archived. 3d post-processing was performed on an independent workstation by the 3d lab using volume rendering to evaluate fully anatomy and disease processes. Findings: alignment: five lumbar-type non-rib-bearing vertebral bodies are present, assuming twelve paired ribs. There is mild lumbar dextrocu rvature. There is mild right lateral listhesis of l3 vertebral body. There is grade 1 anterolisthesis of l2 on l3 and grade 1 retrolisthesis of l3 on l4. There has been interbody fusion at l5-s1. Osseous structures: the vertebral body heights are preserved. No fracture or dislocation is identified. No pars interarticularis defect is seen. There are mild degenerative changes of the sacroiliac joints. Focal marrow fat versus hemangioma is noted in l4 vertebral body. Multilevel discogenic degenerative changes are manifested by disc space narrowing and marginal endplate osteophytes as well as endplate degenerative cysts. There is multilevel facet joint arthrosis. Spinal canal: within limitations of CT technique, no epidural fluid collection is evident. Muscles / soft tissues: paraspinal muscles are unremarkable. Scattered atherosclerotic calcifications are noted in the abdomen and pelvis. Individual levels: l1-l2: mild left neural foramina] narrowing related to facet arthrosis. L2-l3: disc bulge and moderate bilateral facet joint arthrosis as well as ligamentum flavum hypertrophy contribute to moderate to severe central canal stenosis and left greater than right lateral recess narrowing. There mild-to-moderate bilateral neural foramina! Narrowing. L3-l4: disc osteophyte complex, moderate right and mild left facet joint arthrosis. No significant central canal stenosis. Moderate left and mild right lateral recess narrowing. Moderate left and mild right neural foramina! Narrowing. L4-l5: circumferential disc bulge/disc osteophyte complex and moderate bilateral facet joint arthrosis. Severe central spinal canal stenosis and bilateral lateral recess narrowing. Moderate bilateral neural foraminal narrowing. L5-s1: no significant central canal stenosis. Mild bilateral lateral recess narrowing. Severe right and moderate left neural foramina! Narrowing predominately secondary to disc osteophyte complex. Impression: l5-s1 interbody fusion. Multilevel spondylosis. Multilevel spinal canal stenosis and neural foraminal narrowing as described. Central spinal canal stenosis and lateral recess narrowing range up to severe at l4-l5. Multilevel neural foraminal narrowing which ranges up to severe on the right at l5-s1. 2019-10-01 operative note preoperative diagnoses: failed back syndrome. Pseudoarthrosis. Lumbar kyphosis. Spinal stenosis with neurogenic claudication. Lumbar radiculopathy. Postoperative diagnoses: failed back syndrome. Pseudoarthrosis. Lumbar kyphosis. Spinal stenosis with neurogenic claudication. Lumbar radiculopathy. Indications: the patient has a longstanding history of low back pain, neurogenic claudication, difficulty standing upright. Patient had previously undergone an l5-s1 alif. At this point, patient has tried and failed all nonoperative methods, including activity modifications, physical therapy, injections, without relief. Risks and benefits of surgery were described to the patient in detail with risks including, but not limited to death, pe, dvt, neurovascular injury, footdrop, dural tear, potential need for future surgery, nonunion, and failure to alleviate symptoms. He understood these risks, asked questions, all questions were answered satisfactorily. He signed informed consent and was brought to the operating room. Nyp discharge summary note reason for admission: elective spine surgery. Discharge diagnosis: spinal stenosis, lumbar region without neurogenic claudication; old myocardial infarction; essential (primary) hypertension; hyperlipidemia, unspecified; chronic kidney disease, unspecified; atherosclerotic heart disease of native coronary artery without angina pectoris; postlaminectomy syndrome, not elsewhere classified; morbid (severe) obesity due to excess calories. Procedures: posterior spinal segmental instrumentation and fusion l2¿ilium, transforaminal lumbar interbody fusion l4-l5, 12-l5 lami nectomy. Pacu brief op note brief operative summary: preoperative and postoperative diagnosis: enter preoperative diagnosis using f7 lumbar stenosis. Postwar-ansi dietionie same as preoperative diagnosis. Name of procedure(s): l2-3, l3-4, l4-5 laminectomy, right l3-4, left l4-5 transforaminal lumbar interbody fusion, l2-ilium posterior instrumentation and fusion. Pacu discharge/transfer note plan of care: surgery diagnosis/problem(s): surgery, alteration in comfort related to surgery measurable goal: manage, diminish and control pain control nausea plan of care: consciousness diagnosis/problem(s): consciousness, alteration in consciousness measurable goal: return to pre-op level of consciousness plan CT care: airway diagnosis/problem(s): aspiration, potential for aspiration measurable goal: maintain patent airway spine admission note: subjective: patient with medical history of mi s/p stents x 4, hld, htn, ckd, kidney stones, insomnia, add, arthritis, previous l5-s1 alif, multiple shoulder, knee, foot surgeries. He presents today with a history of around 20 years of back pain with a l5-s1 alif by a physician three years ago. For the following year he had minimal pain, in the past 12 months the patient has experienced progressive pain. 40% back and 60% lower extremity pain. Laterality of pain varies. In the lle pain is more noticeable in the front all the way distally to toes and in the rle, pain is more noticeably in the back all the way distally to toes. He characterizes the pain as ¿shooting,¿ ¿burning,¿ and ¿feeling swollen.¿ he admits to subjective weakness in legs. The patient also admits to numbness and tingling in the rle in the calf distally down to toes. Sitting and standing worsen his symptoms. He denies trouble with gait. The patient has trialled physical therapy, epidural and facet joint injections, diclofenac, opioids all without relief. He denies bowel or bladder problems. The patient is seeking surgical treatment to alleviate his symptoms and improve quality of life. He would like to proceed with the scheduled psf/pssi l2: ilium, decompression l2-s1, tlif l2-3, l3-4, l4-5 today. Pmh: mi 2016, s/p stents x 4 (3 in 2016, 1 in 1/19), plavix stopped 8/19, asa 81 stopped around 1 month ago, hld, htn, ckd, urinary/kidney stones, insomnia, arthritis acute diagnoses: spinal stenosis of lumbar region without neurogenic claudication psh: l5-s1 alif 206 neck surgery 10 years ago nose surgery l shoulder surgeries x 2 r shoulder surgeries x 2 knee surgeries x 4 including tka of l knee r foot surgeries including one with instrumentation l foot surgery x 1 CABG, s/p 4 stents (3 in 2016, 1 in 2019) assessment: patient with medical history of mi s/p stents x 4, hld, htn, ckd, kidney stones, insomnia, add, arthritis, previous l5-s1 alif, multiple shoulder, knee, foot surgeries. Presents today with longstanding history of back pain, here for scheduled psf/pssi l2-ilium, decompression l2-s1, tlif l2-3, l3-4, l4-5 with the doctor today. 2019-10-02 hospitalist spine note reason: extensive cardiac history surgery: l2 ilium pssif, l3-l4, l4-l5 tlif, and l2-l5 laminectomy indication: spinal stenosis and failed back syndrome hpi: patient with a pmh of cad s/p pc1 x4, htn c/b ckd, and spinal stenosis s/p prior decompressions. Now pod #1 of l2-ilium pssif, l3-l4. L4-l5 tlif, and l2-l5 laminectomy. In regards to patient's cad and cardiovascular health, patient otherwise healthy until three years ago when he experienced acute onset exertional chest pain and numbness of the left arm - when evaluated in the emergency department, found to have a cr of 2.1. Lhc taken at the time whoed 100% obstruction of the rca and 80% accessory (om?) Artery, s/p stents x2. Most recently in 1/2019 found to have restenosis of the rca stent, s/p 2 additional stents via staged pc1 ¿ of note, patient on dapt for six months and then only asa afterwards. Has been off of asa for approximately 1 month. Previously endorses unlimited exercise tolerance except for his musculoskeletal and spinal complaints, denies diabetes or tobacco. Re: his spinal complaints, patient s/p prior l5-51 in alabama, and recently has had progressive lower back and lower extremity pain that radiates down the legs with associated weakness. Denies bowel/bladder symptoms, saddle anesthesias, or severe weakness on exam pmh/psh: c.ad c/b mi s/p pc1 x4, htn c/b ckd, hld add, arthritis, ls-1 alif 2016, multiple musculoskeletal repairs CT lumbar spine impression: l5-s1 interbody fusion. Multilevel spondylosis. Multilevel spinal canal stenosis and neural foraminal narrowing as described. Central spinal canal stenosis and. Lateral recess narrowing range up to severe at l4-l5. Multilevel neural foraminal narrowing which ranges up to severe on the night at l5-s1. Assessment: patient with a pmh of cad s/p pc1 x4, htn c/b ckd, and spinal stenosis s/p prior decompressions. Now pod #1 of l2-ilium pssif, l3-l4. L4-l5 tlif, and l2-l5 laminectomy, now tolerating post-operative course well. Spine progress note spinal stenosis of lumbar region without neurogenic claudication chronic diagnoses - hyperlipidemia spine post-op note subjective: patient with pmhx of mi s/p stents x 4, hld, htn, ckd, urinary/kidney stones, insomnia, add, arthritis, here with spinal stenosis and failed back syndrome now s/p l2: ilium pssif, l3-4, l4-5 tlif, and l2-5 laminectomy by the physician on 2019-10-01. Events: or today, course uncomplicated. Pt extubated in or currently satting>95% on 2l nc, pt transferred to pacu, then to 2rw in stable condition. Pt seen and examined at bedside, resting comfortably in nad. Pain well-controlled on dpca. Tolerating po intake has not passes status yet. Foley and hvac x2 in place. Otherwise pt. Denies ha n,v/o and discomfort sob. Cp. New onset weakness or paresthesis assessment and plan: patient with pmhx of mi s/p stents x 4, hld, htn, ckd, urinary/kidney stones, insomnia, add, arthritis, here with spinal stenosis and failed back syndrome now s/p l2: ilium pssif, l3-4, l4-5 tlif, and l2-5 laminectomy by the physician on 2019-10-01. 2019-10-03 spine progress note hpi and assessment - this patient with pmhx of mi s/p stents x 4, hld, htn, ckd, urinary kidney stones, insomnia, add, arthritis, here with spinal stenosis and failed back syndrome now s ¿p l2 ¿ ilium pssif, l3-4, l4-5 tlif and l2-5 laminectomy by the physician on 2019-10-01. 2019-10-04 diagnostic spine scoliosis series supine and erect examination: scoliosis series clinical information: status post surgery in october 1st. Patient has undergone posterior spinal fusion at l2 to the ileum, fusion at l5-s1, posterior screw segmental fixation at l2 to the ileum. Bilateral iliac screw fixation, transforaminal lumbar interbody fusion of l4-l5, l3-l4 and hemi laminotomy at l3-l4. Technique: dedicated biplane eos images of the whole body were obtained. Findings: rudimentary ribs at t12. Five lumbar type non-rib-bearing vertebral bodies are present. There has been interval resolution of the previously spinal curvature. There is good osseous alignment of the spine without listhesis. Patient is status post posterior decompression and posterior fixation with orthopedic hardware from l2 to s1. Patient is also status post interbody fusion at l5-s1, l4-l5 and l3-l4. Foci of gas are seen within the soft tissues of the lower back posteriorly in keeping with recent surgery. There is also increased density in thickening of the soft tissues level lumbar region likely postoperative in etiology. No evidence of pulmonary vascular congestion. Mildly dilated small bowel loops in the upper abdomen concern for postoperative ileus. Moderate amount of fecal material in the transverse colon and ascending colon. Metallic structure in the left axillary region may be external to the patient, correlate clinically. Small surgical clips are noted in the scrotal region possibly from prior surgery. Bilateral knee prostheses in situ. Impression: no evidence of residual spinal curvature status post posterior fixation of the lumbosacral spine. Focally dilated small bowel loop in the upper abdomen concerning for postoperative ileus less likely obstruction. Moderate amount of fecal material in the colon. Spine progress note hpi and assessment - this patient with pmhx of mi s/p stents x 4, hld, htn, ckd, urinary kidney stones, insomnia, add, arthritis, here with spinal stenosis and failed back syndrome now s ¿p l2 ¿ ilium pssif, l3-4, l4-5 tlif and l2-5 laminectomy by the physician on 2019-10-01. 2019-10-23 preoperative diagnosis: 1) lumbar radiculopathy 2) degenerative disc disease 3) low back pain post operative diagnosis: 1) lumbar radiculopathy 2) degenerative disc disease 3) low back pa ink pain procedure: transforaminal epidural steroid injection on the right at l2 and l3

Manufacturer narrative:
Radiographic image review: 1. Sagittal CT t-l fusion 2. Lateral x-ray of same at least one of the set screws is disengaged from the screw tulip at the top of the construct. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2023 diagnosis: pre-op diagnosis and post-op diagnosis *sip spinal fusion * displacement of other internal orthopedic device, sequela procedure: procedure: removal of instrumentation t10-ilium, posterior spinal fusion revision t10-ilium, revision instrumentation t10-ilium, fusion mass exploration, autograft, allograft. Bone morphogenic protein, iliac crest bone graft, procedure: flap, fasciocutaneous, torso operative report preoperative diagnosis and postoperative diagnosis 1. Lumbar radiculopathy 2. Degenerative disc disease 3. Spinal stenosis with neurogenic claudication 4. Psedarthrois procedure: I. Posterior spinal fusion t10-l2 2. Posterior screw segmental t10-l1 3. 20 cc of local autograft bone 4 . Neuro monitoring with ssep is triggered emgs meps 5. Intraoperative fluoroscopic images 6. Exploration of the fusion mass 7. Removal of hardware t10-ilium 8. Two large kit of bone morphogenic protein indications patient has longstanding history of low back pain with spinal stenosis with neurogenic claudication. Patient had previous spine surgery is with set screw loosening. Patient has tried and failed other methods including activity modifications injections physical therapy without relief risks and benefits of the surgery scratch that the patient detail with risks including but not limited to death, pe, dvt, neurovascular compromise, footdrop, dural tear completely for future surgery, nonunion failure rates of this. He understood these risks and asked questions and all questions were answered. Procedure: patient was brought up into the room and identified x 3 and placed supine on the gurney. He was intubated per anesthesia protocol and surgical time-out was confirmed. He was given 2 g of ancef and 130 of gentamicin IV foley catheter was placed and neuromonitoring leads were placed and was then flipped prone onto or table. He was prepped and draped in a sterile fashion. Surgical time-out was reconfirmed. Once surgical time-out was confirmed with evidence with a 10 blade carried down with bovie cautery. This we carried this down with the bovie cautery to the spinous processes and the transverse processes bilaterally. We then placed 1.5 centimeter incision about the right iliac crest placed schanz pin in the right iliac crest and then mounted the mazor robotic system. We took an ap and oblique fluoroscopic image with and confirmed this with our registration. The spinal navigation system required about 30 minutes of preoperative planning to place the screws safely and accurately and to plan the correction and instrumentation with the guidance and planning software. We then took out the rods from t10-ilium. The set plugs were loose at t10, t11 bilaterally and right t12. These were removed. The screws were also removed and replaced with larger screws. These were then further ap lateral fluoroscopic images. We then dismounted the robot. We then explored the entire fusion mass from t10-ilium. He was solidly fused from l2-ilium. He also did not have motion from t10-t12. We then decorticated from t10-ilium. We then placed precontoured rods from t10-ilium as well as 2 additional rods. We placed bmp and bone graft from t10-sacrurn. We then broke off the setplugs in standard fashion. We then decorticated the transverse processes with a high-speed bur the transverse processes bilaterally from t10-sacrum. With an also decorticated the lamina and the remaining facets. We then placed the iliac crest bone graft as well as bmp on acs sponges well as local autograft bone into this area to help obtain fusion from t10-l2. At this point we then obtained hemostasis. We then placed a an 1/8 hemovac drain. We then placed vancomycin and tobramycin powder into the incision. Sponge count needle count was correct. We then closed the fascia with 1. Figure-of-eight vicryl sutures close the deep dermal layer with 2 vicryl used for deep derman stitch and 3-0 suture for subcuticular closure. We then placed prineo following this we then placed our dressings, connected the drains and flipped prone onto the gurney he was then extubated per anesthesia protocol and transferred to the pacu in stable condition. (B)(6) 2023 inpatient discharge summary admitting diagnosis: s/p spinal fusion [z98.1] displacement of other internal orthopedic device, sequela [t84.428s] failed back syndrome [m96.1] active hospital problems: principal problem - failed back syndrome active problems - h/0 spinal fusion complication of device resolved problems - * no resolved hospital problems.* active issues requiring follow-up: s/p spine surgery add insomnia ckd stage ill (baseline cr. 1.60) cad c/b ml s/p 4 stents (most recently in 2019) hld htn prosthetic joint infection of l knee secondary to septic arthritis, sleep apnea svt s/p ablation in 2016 details of hospital stay patient with pmhx of add, insomnia, ckd stage ill (baseline cr. 1.60), cad cib ml sip 4 stents (most recently in 2019), h ld, htn, prosthetic joint infection of l knee secondary to septic arthritis, sleep apnea, svt sip ablation in 2016 and multiple spine surgeries, most recently in march and august of 2021 by doctor, here with failed back syndrome and failed implants, now sip revision t10 - ilium by doctor on (B)(6) 2023. Closed by plastics. Following surgery, the patient was initially brought to pacu, extubated. They were subsequently transferred to the floor in stable condition. Neuro: acute postoperative pain: pain was initially controlled with dilaudid pca and later transitioned to a multimodal po pain regimen, once tolerating oral intake. Pain was adequately controlled at the time of discharge. Hx of add: home adderall held post-op until clinically indicated. Hx of insomnia: home ambien and klonopin on hold until clinically indicated, usually alternates between the two nightly, patient was monitor for any s/s of withdrawal post-op and half home regimen of kio no pin was resumed on pod#1. Cardio: the patient remained hemodynamically stable throughout the admission. Htn: home antihypertensives were initially held to prevent postoperative hypotension. Home medications were not resumed during admission - sys tolic and amlodipine. Hld: patient's home statin was continued throughout the admission. Hx of cad: patient had stopped all anticoagulation a few years ago including asa. Pt instructed to follow-up with pcp and cardiologist upon discharge. Pulm: patient was successfully extubated in the or. Patient was provided with supplemental 02 as needed and subsequently weaned to room air. They were educated on the use of incentive spirometry and were encouraged to continue its use after discharge. Hx of sleep apnea: denies use of CPAP at home, 02 was monitored closely post-op and supplemental 02 was provided as needed. Gi: patient was initially placed on a clear liquid diet. They were placed on a bowel regimen starting immediately postoperatively. Diet was progressed as tolerated throughout the admission. Patient had return of bowel function prior to discharge. Gu: patient's fluid status and urine output were monitored closely throughout the admission. Patient received IV fluids until able to tolerate adequate po intake electrolytes were monitored regularly and repleted as necessary. A foley catheter was placed in the or patient was voiding without difficulty at the time of discharge. Heme: ebl was 200 cc. Patient received 0 unit(s) of prbcs intraoperatively. Patient received 0 unit(s) of prbcs postoperatively. Surgical drain(s) were placed intraoperatively (hemovac x1). Jp drain x1 was placed per plastic surgery. Hemovac drain(s) were removed prior to discharge. Patient was discharged with the jp drain in place and instructed to call doctor's office for further instructions upon discharge. Vte prophylaxis: patient wore venodynes while in bed for mechanical dvt prophylaxis and early ambulation was encouraged. ID: prophylactic antibiotics (ancef (cefazolin)) were used intraoperatively. Ancef (cefazolin) was continued for surgical prophylaxis until the drains were removed. Gm- coverage with gentamicin was continued for 24 hours and was renally dosed due to pt's ckd stage ill. The incision site was kept clean and dry throughout the admission. Endo: stable. Imaging: xr spine scoliosis standard (standing ap, lat) narrative: examination: scoliosis eos clinical information scoliosis. Technique dedicated biplane eos images of the whole body were obtained. Comparison prior scoliosis eos radiograph from (B)(6) 2021. Findings the patient status post revised posterior decompression and instrumented fusion from t10-the sacrum with bilateral iliac screws. Lntervertebral disc spacers are noted within the lower lumbar levels. Anterior instrumented fusion of the cervical spine between the levels of c5-c7 is noted in the interim. A surgical drain is present. The hardware is intact. Full-body radiographs demonstrate left knee arthroplasty. Hardware is noted to the left shoulder joint. Mildly air distended loops of bowel likely reflect ileus. Impression: revised posterior instrumented fusion of t10-the sacrum. The hardware is intact. Mild postop ileus is likely present.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding set screws used in posterior lumbar fusion therapy for stenosis <(>&<)> degeneration disc disease. It was reported that the patient underwent l5-s1 alif therapy in 2017 with dr. (B)(6) ,in (B)(6) . He had concerns with adjacent level disease and was sent to see dr.(B)(6) in ny for evaluation in 2019. He then had lumbar spine surgery in (B)(6) 2019 with dr. (B)(6) and alleged he had an ¿issue¿ and had a revision in (B)(6) 2019. The set screws from the 2019 surgery also allegedly disconnected and underwent an additional revision surgery in (B)(6) 2021. It was reported that the setscrews became loose from the screws and the rods were no longer seated in the tulip heads. He now needs an additional surgery scheduled for (B)(6) 2023 due to the set screws becoming separated and it was planned to remove the loose setscrews and seat the rods in the tulip heads with new setscrews. No patient symptoms were reported. He also alleged that there were ¿gray metal pieces in his tissue¿ noted in his (B)(6) 2021 surgery from the screws. He has a history of staph infection from knee surgery and reports he has had 22 surgeries in 30 months. (Recentcervical spine surgery/ knee surgery and I<(>&<)>d surgeries) patient's surgical history includes ¿ spine surgery (fusion l5/s1) (B)(6) 2017), right foot surgery #1(B)(6) 2017), left knee rep lacement surgery (B)(6) 2017), right foot surgery #2 (B)(6) 2018), right foot surgery #3 (B)(6) 2018), right foot surgery #4 ((B)(6) 2018), cardiac stents #3 <(>&<)> #4 (#1 <(>&<)> #2 were placed after heart attack in 2016) (B)(6) 2019), spine surgery in (l1 ¿ illuis) ¿ (B)(6) , (B)(6) 2019), left knee surgery(B)(6) 2020), right foot surgery #5 (B)(6) 2020), left knee surgery(B)(6) 2020), staph infection / left knee <(>&<)> leg debridement / partial replacement (B)(6) 2020), staph infection / knee removal (B)(6) 2020), knee replacement surgery (B)(6) 2021), knee revision surgery (remove possible infection) (B)(6) 2021), spine stage 1 ¿ l3/l4 revision(B)(6) 2021), spine stage 2 ¿ t10 ¿ s1 addition / revision (B)(6) 2021), spine surgery revision (B)(6) 2021), neck fusion c5-c7 (B)(6) 2022). A spine revision is planned in (B)(6) 2023. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D4. Lot no. Has been updated. H3. Product analysis: set screw face is consistent with being fully seated, there are no signs that the set screw backed out. The break off portion of the screw has broken off. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5 and b6: additional event details. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019 history of present illness chief complaint: back and leg pain. History of present illness: patient about three years ago had an l5-s1 alif. He did quite well for about 18 months. The last 18 months he had progressively increasing pain. He has tried multiple things including an epidural injection and facet injections without relief. Al this point, he has back pain and leg pain, numbness, and weakness. He definitely wants surgery. He states that coughing or sneezing sometimes increases the pain. He has no loss of bowel or bladder control. He has not missed any work because of this problem. He has tried physical therapy, massage, tens unit, anti-inflammatories, narcotics, and epidurals, which last minimal. He feels he is getting much worse. He is very unsatisfied. He rates his pain at an 8/10. Al this point, he really feels like he has failed all nonoperative methods. Al this point he has 50% back and 50% leg pain. Of his leg pain, 75% is on the right-hand side. Pain is present in his bilateral buttocks. He has weakness of the bilateral thighs and the right foot. He has numbness of the bilateral thighs, bilateral feet, and bilateral calves. Standing is most difficult for him. Unable to stand or walk for more than ten minutes without significant difficulty. His back disability index is a 44/100. Past medical history: positive for arthritis, blood pressure disorder, cholesterol disorder, heart disease, as well as urinary and kidney stones. He had a myocardial infarction in 2016 with three stents placed. He also had a ckd with hypertension prior to his heart attack. Past surgical history: two left shoulder surgeries, two right shoulder surgeries, four knee surgeries including replacement, four right foot surgeries, back fusion and neck surgery and nose surgery, as well as stents and ablations. Imaging: radiographs reveal significant intervertebral disc degeneration at l2-3, l3-4, and l4-5. He has an alif in place at l5-s1. He has significant facet arthrosis as well as some scoliosis in his lumbar spine. MRI reveals degenerative disease at l2-3 with grade I anterolisthesis at l3-4, moderate to diffuse disc bulging, more predominance on the left-hand side, as well as left-sided foraminal encroachment. L4-5 degenerative changes as well as endplate irregularity and diffuse disc bulging. Assessment: patient with scoliosis, intervertebral disc degeneration, spinal stenosis with neurogenic claudication, lumbar spondylosis, failed back syndrome, and lumbar kyphosis. Plan: 1. Greater than 30 minutes were spent with the patient, which greater than 50% was performed in counseling, all of which was face-to-face time. 2. We discussed the natural history and epidemiology of his condition. 3. At this point, we discussed performing an l2 to ilium revision with decompression at 2-3, 3-4, and 4-5, as well as tlifs at 4-5, 3-4 plus or minus 2- 3. We talked about risks and benefits of surgery with the risks including but not limited to death, pe, dvt, neurovascular compromise, footdrop, dural tear, potential need for future surgery, nonunion, and failure to alleviate symptoms. Active problems: back pain, lumbosacral assessment 1. Lumbar stenosis with neurogenic claudication 2. Complication of implanted device, initial encounter 3. H/o spinal fusion 4. Pseudarthrosis after fusion or arthrodesis 5. Displacement of lumbar disc with radiculopathy 6. Pre-op evaluation 7. Back pain, lumbosacral 2019-09-30 history of present illness chief complaint: low back and leg symptoms. History: the patient with a longstanding history of low back and leg symptoms. He had a previous alif at l5-s1. He returns today for consideration for surgery. He had a CT scan which he returns with today. Impression: 1. Patient with "failed back syndrome." 2. Likely pseudoarthrosis. 3. Sagittal imbalance. 4. Lntervertebral disk degeneration at l3-4 and l4-5. 5. Anterolisthesis at l2-3. 6. Lumbar radiculopathy. 7. Spinal stenosis with neurogenic claudication. Plan: 1. Greater than 25 minutes were spent with the patient and his wife which greater than 50% was performed with counseling all of which was face-to­ face time. 2. We discussed the natural history and epidemiology of the condition. 3. At this point, we would go through with the plan for an l2 to the ilium with a decompression at l2-3, l3-4, and l4-5 and likely tlifs at l3-4 and l4- 5 as well as instrumentation down the pelvis and ilium. 4. We talked about risks and benefits of the surgery. The risks include, but are not limited to, death, pe, dvt, neurovascular compromise, footdrop, dural tear, potential need for future surgery, nonunion, and failure to alleviate symptoms. Active problems 1. Back pain, lumbosacral 2. Complication of implanted device, initial encounter. Displacement of lumbar disc with radiculopathy 3. H/o spinal fusion 4. Lumbar stenosis with neurogenic claudication 5. Pre-op evaluation 6. Pseudarthrosis after fusion or arthrodesis 2019-10-04 preoperative diagnoses: 1. Failed back syndrome. 2. Pseudoarthrosis. 3. Lumbar kyphosis. 4. Spinal stenosis with neurogenic claudication. 5. Lumbar radiculopathy. Postoperative diagnoses: 1. Failed back syndrome. 2. Pseudoarthrosis. 3. Lumbar kyphosis. 4. Spinal stenosis with neurogenic claudication. 5. Lumbar radiculopathy. Procedures performed: 1. Posterior spinal fusion l2 to the ilium. 2. Fusion mass exploration l5-sl with evidence of motion, consistent with pseudoarthrosis. 3. Posterior screw segmental fixation, l2 to ilium. 4. Bilateral iliac screw fixation. 5. Transforaminal lumbar interbody fusion, l4-5. 6. Bilateral decompression in order to decompress both the l4 and ls nerve roots at l4-5 above and beyond what is required for a tra nsforaminal lumbar interbody fusion, which is a unilateral position, taking an additional 20 to 30 minutes of additional surgical time. 7. L3-4 transforaminal lumbar interbody fusion. 8. L3-4 bilateral hemilaminotomy, partial medial facetectomy, nerve root decompression in order to help decompress the bilateral l3 and l4 nerves above and beyond what is required for a transforaminal lumbar interbody fusion, which is a unilateral position, requiring an additional 20 to 30 minutes of additional surgical time. 9. L2-3 bilateral hemilaminotomy, partial medial facetectomy, nerve root decompression to decompress bilaterally the l2 and l3 nerve roots. 10. Iliac crest bone graft harvested from a separate incision. 11. Robotic assistance in order to help facilitate placement of pedicle screws. 12. Two large kits of bone morphogenic protein. 13. 50 cc of allograft bone. 14. 60 cc of local autograft bone. 15. Neuromonitoring with sseps, triggered emgs, meps. 16. Intraoperative interpretation of fluoroscopic images. 17. Interbody mechanical device placement l4-5 transforaminal lumbar interbody fusion with cages x2. 18. L3-4 interbody mechanical device placements, l3-4 cage x2. Indications: the patient has longstanding history of low back pain, neurogenic claudication, difficulty standing upright. Patient had previously undergone an ls-s1 alif. At this point, patient has tried and failed all nonoperative methods, including activity modifications, physical therapy, injections, without relief. Risks and benefits of surgery were described to the patient in detail with risks including, but not limited to death, pe, dvt, neurovascular injury, footdrop, dural tear, potential need for future surgery, nonunion, and failure to alleviate symptoms. He understood these risks, asked questions, all questions were answered satisfactorily. He signed informed consent and was brought to the operating room. Description of procedure: the patient was brought to the operative room, identified x3, placed supine on the gurney. He was then intubated per anesthesia protocol. Surgical time-out was confirmed. Neuromonitoring leads were placed. Foley catheter was placed. He was then flipped prone onto the proaxis table. All his bony prominences were well padded. He was prepped and draped in sterile fashion. Surgical time-out was confirmed. Once surgical time-out was confirmed, we then made an incision approximately l2 to the ilium with a 10 blade, carried this down with bovie cautery to the level of the spinous processes out the transverse processes bilaterally. We then decorticated the transverse processes of l2, 3, 4, 5, and the sacrum. Following that, we then made a 1.5 cm incision about the right iliac crest, mounted the mazor x robotic system in order to help facilitate placement of pedicle screws. We then began by placing bilateral s2 ai screws. Using the solera medtronic implants, we placed 9.5 x 100 mm long s2 ai screws bilaterally. We then placed bilateral screws at sl, ls, l4, l3, l2. We then took ap and lateral fluoroscopic images to confirm our screws were in the correct position, which they were. Following that, we then performed facetectomies using the misonix at l2-3, l3-4, l4-5, ls-sl. We then used a horsley bone cutter in order to take off the spinous processes at l3, 4, 5, and sacrum. We then had some motion at ls-1 consistent with pseudoarthrosis, at least from the posterior aspect. Secondary to motion, we then planned to repair this pseudoarthrosis. Next, we took a fat leksell rongeur, took down the trailing edge of l2 and leading edge of l3. I used an am-8 high-speed bur, took down the trailing edge of l2. Used a pull towards curette to release ligamentum flavum in its entirety. Then used 3 and 4 mm kerrisons to perform a bilateral hemilaminotomy, bilateral partial medial facetectomy, and bilateral nerve root decompression in order to decompress the l2 and l3 nerve roots bilaterally. We then obtained hemostasis with floseal and cottonoid. We then took down the trailing edge of l3, leading edge of l4 with a fat leksell rongeur, used an am-8 high-speed bur, took down the trailing edge of l3. Then used a pull towards curette to release ligamentum flavum. Used 3 and 4 mm kerrisons to perform a bilateral decompression above and beyond was it required for a tlif, which is a unilateral procedure. This took an additional 20 to 30 minutes of surgical time in order to help decompress both sides bilaterally secondary to significant pseudarthrosis, significant neuroforaminal encroachment at each level. We then obtained hemostasis with floseal and cottonoid. We then addressed our attention to l4-5. Fat leksell rongeur and took the trailing edge of l4, leading edge of ls, an am-8 high-speed bur took the trailing edge of l4. I used a pull towards curette to release the ligamentum flavum. Used 3 and 4 mm kerrisons to perform a bilateral decompression in order to help bilaterally decompress the l4 and ls nerve roots, requiring additional 20 to 30 minutes of additional surgical time. Then, from the left-hand side at l4-5, we mobilized the cauda nerve root medially, protected with nerve root protector. Used bipolar to obtain hemostasis. Incised the 4-5 disk space with a 15 blade. Used various pituitaries, curettes, and rongeurs in order to perform a complete and thorough diskectomy. We then placed 2 mg of bmp and acs sponge within interbody space, local autograft bone. We then used a 12 high by 20 degree by 35 mm long medtronic arctic-l implant. We placed this in the very anterior position in the disk space secondary to the patient being very large with very large disk spaces, as well as the concern for obtaining lordosis, as well as not compromising his neural foramen with too much compression and lordosis induction. We then placed a second arctic-l cage posterior to that. This gave additional fusion surface area, as well as prevented the posterior vertebral body from collapsing. We then obtained hemostasis with floseal and cottonoid. Then at the l3-4 level from the right-hand side we protected the dura, nerve root and cauda medially. Protected with a nerve root protector. Obtained hemostasis with bipolar. Then incised the l3-4 disk space, used various pituitaries, curettes, and rongeurs in order to perform a complete and thorough diskectomy. We then placed 2 mg of bmp on an acs sponge within the interbody space, local autograft bone. Then placed our arctic-l cage, 20 degrees x 10 x 35 mm long. This was placed in position in the very anterior aspect of the interbody space. We then placed a second cage posteriorly to that, a 9 mm implant as well. These were confirmed on ap and lateral fluoroscopic imaging in good position. Following that, we then placed our rods bilaterally. We then took long cassette ap and lateral scoliosis films to ensure our correction was good, which it was. Then, from the schantz pin from the robotic arm on the right-hand side, we then took that out. We then used the corex system in order to perform an iliac crest bone graft from a separate incision. We used that iliac crest autograft for posterolateral fusion. We then decorticated the lamina, facets and sacral ala, as well as the transverse processes bilaterally. We then placed some duraseal over the top of the 2-3, 3-4, 4-5 areas, after using a woodson to palpate bilaterally the foramen at 2, 3, 4, 5 in order to ensure all those nerve roots were patent and palpable which they were. We then placed bmp and an acs sponge, wrapped around a crm matrix in the bilateral posterolateral gutters, as well as local autograft bone, as well as iliac crest. We also placed bone graft over the top of the lamina and facets as well. We then placed a third rod connecting from the l2-3 area down to between the sl and s2 ai screw. We then obtained hemostasis. We then placed a deep 1/8-inch hemovac drain. We then placed 1 g of vancomycin powder, 1.2 g tobramycin powder into the incision. We then closed the fascia with #1 figure-of-eight vicryl sutures, placed a superficial drain, closed the deep dermal layer with 2-0 vicryl. We then used 3-0 monocryl for subcuticular stitch, followed by placement of prineo. We then connected the drains, put the dressings on, flipped the patient supine. He was able to move both lower extremities in standard fashion. He was then extubated per anesthesia protocol, transferred to the postanesthesia care unit in stable condition. (B)(6) 2020 history of present illness: patient who is now status post a lumbar reconstruction down to the ilium. Overall he is doing extremely well. Date of surgery was october 1, 2019. Still has a little right hip soreness and weakness but significant improved compared the 1st month. Which he had several injections. Imaging studies: radiographs reveal implants in position without any change in alignment. Overall his construct looks good. Impression: patient status post l2 to the ilium revision doing well plan: greater than 15 minutes with the patient which greater than 50% was in counseling of which was face-to-face time. We discussed natural history and epidemiology of his condition. 3. We would like to see him back in 1 year he continue increasing his activities as tolerated. 2020-02-03 - xr spine scoliosis standard (standing ap, lat) (final result) examination: scoliosis series clinical information: back pain. Technique: scoliosis series including frontal and lateral views of the entire spine and stitched frontal and lateral views. Findings: there are 12 rib-bearing vertebra and 5 lumbar type vertebral bodies. Patient is again noted to be status post decompression and posterior instrumented fusion with paired rods and inter pedicular screws spanning from l2 through the sacrum and bilateral iliac screws. Lnterbody fusion construct are present at l3-l4, l4-l5, and l5-s1, unchanged in position. Hardware is intact. There is straightening of the normal cervical curvature. Mild to moderate multilevel degenerative changes; cervical spine degenerative changes have progressed slightly. There is stable, mild grade 1 anterolisthesis of l2 on l3. Alignment at the pubic symphysis and sacroiliac joints is preserved. Fixation device related to the left glenoid is incompletely imaged. Impression: stable postoperative changes status post decompression and posterior instrumented fusion from l3 through sacrum with bilateral iliac screws and interbody fusion at l3-l4, l4-l5, and l5-s1 without evidence of hardware related complication. Multilevel degenerative changes, slightly progressed in the cervical spine compared to (B)(6) 2019. (B)(6) 2020 history of present illness: patient is here nearly 1 year after l1-ilium revision. He is doing very well now and has played 25 rounds of golf this summer. His back was feeling well until the past few weeks as he has been sitting much more as he has a total joint arthroplasty in his knee. He has a PICC. His back feels great otherwise. Imaging studies: x-rays reveal implants in good position. Impression: s/p revision l1-ilium doing well plan: 1. Greater than 20 minutes with the patient which greater than 50% was in counseling of which was face-to-face time. 2. We discussed natural history and epidemiology of his condition. 3. He will follow up in one year and can continue to progress his activities as tolerated. Hpi/ros aching: yes, numbness: no, stabbing pain: no, pins <(>&<)> needles: yes, burning sensation: no.